Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair to the merlin mobile application. It was suspected that there was a bluetooth connectivity issue. No intervention was performed. There were no patient consequences.